Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their levels have been off and fluctuating. The customer states it has caused the pump to go into threshold suspend. The customer's blood glucose level was 200mg/dl, and their sensor reading was 134mg/dl. The difference was found to not be within the acceptable range. The customer states they have occasionally notice bent cannulas on previous sensors. Troubleshoot was conducted. The customer was advised on proper calibration times and techniques. The customer was advised that replacement sensor would be sent out.